Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that before implant, the helix would not function properly. The lead was not implanted.